Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an inappropriate shock due to noise. High and varying capture threshold was also noted. Noise was reproduced in-clinic with pocket manipulation. The device was programmed off. The patient has had no lasting adverse effects and will continue to be monitored.

Event description:
New information received notes that the lead was replaced. No further information is available.